Event description:
It was reported that this pacemaker had entered safety mode. Technical Services (TS) was consulted and device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.